Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a 29mm mitral annuloplasty band and a 31mm mitral bioprosthetic valve were both implanted and explanted on the same day. It is unknown which device remains implanted or why two devices were used. No additional adverse patient effects were reported. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.